Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off occurred with 4 tubes and 1 tube cracked open and spilled on a healthcare worker while moving the sample to a collection box. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 11-apr-2025 investigation summary bd received 3 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for stopper pop off and tube breakage was not observed. 190 retention samples were visually inspected with no issues observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were functionally evaluated for stopper pop off and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes stopper pop off and tube breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off occurred with 4 tubes and 1 tube cracked open and spilled on a healthcare worker while moving the sample to a collection box. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.